Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset and announcing a first meal, the patient experienced hyperglycemia with a peak glucose of 412 mg/dl while using ilet with a dexcom g7, and no device alarms were reported. Symptoms included feeling high. Outcomes included no use of backup therapy initially, no ketone testing, no medical intervention, and no hospitalization; the patient later self-administered 7 units of outside insulin and disconnected from the pump per guidance. Investigation included troubleshooting and education on post¿factory reset adaptation, external insulin use, and disconnection and reconnection timing. Investigation of this case revealed no device alerts or malfunctions reported and no component issues identified; the event was temporally associated with post¿factory reset learning and an uncoordinated external insulin correction while still connected prior to counseling. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.